Event description:
It was confirmed that the ipg was inoperable as it could not communicate with external devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg displayed an error indicating that the battery had reached the end of service.